Event description:
(B)(6) 2014: after cannulation of the vessel, the powerglide got kinked and stuck in the pt's arm as the PICC nurse was removing the needle. This required incision from the interventional radiologist to remove the rest of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.